Event description:
It was reported that this pacemaker was interrogated, and upon review, pacing inhibition was noted and the heart rate dropped. Troubleshooting efforts were performed and the pacemaker was paced appropriately. No additional adverse patient effects were reported. This product remains in service.